Event description:
In the course of inserting a unilif tlif cage, the cage fractured. The fractured cage was completely removed from patient. A replacement unilif tlif cage was implanted in its place without incident. (L3/4 disk space) no adverse incident to the patient or delay in the procedure.

Manufacturer narrative:
Method: complaint history review, risk assessment results: the customer event of the fracture of an avs unilif spacer was confirmed via visual inspection of the returned device. The communication log indicates that the cage fractured upon insertion. The likely cause of this event is that an excessive force was exerted on the spacer. Conclusion: the root cause of the failure is likely the application of excessive force during insertion.

Event description:
In the course of inserting a unilif tlif cage, the cage fractured. The fractured cage was completely removed from patient. A replacement unilif tlif cage was implanted in its place without incident. (L3/4 disk space) no adverse incident to the patient or delay in the procedure.